Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the barrel was cracked. The following information was provided by the initial reporter, translated from chinese to english: when preparing using the abg, it found that the abg's barrel was damaged.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged barrel as all samples met specifications. A review of the DHR indicated a quality notification was raised for the issue of damaged barrel. However, lot passed all in-process and final quality checks for lot release.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the barrel was cracked. The following information was provided by the initial reporter, translated from (B)(6) to english: when preparing using the abg, it found that the abg's barrel was damaged.